Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an interface issue. The field service engineer found the preadmit message sent to the es server, compared the hl7 message received for the missing patient vs the patient that is showing on the es server. Found out that the missing patient doesn't have value for pid 3.1 which is equivalent for the value of the mrn. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an interface issue. The customer stated that patient never showed on pyxis even though I can see interface messages being sent from trubridge her. There were no adverse events or injuries reported based on this event.